Event description:
The patient took their prescribed dosage of lantus insulin and went to bed. Around 3:00 am, patient awoke and tested their blood glucose on the suspect device and obtained a result of hi. Patient then took an extra 1.5 units of humalog insulin. Patient went back to bed and at 6:00 am patient was unresponsive. Spouse used the suspect device to check patient's glucose and the result was 400+ mg/dl. Emergency medical technicians were called and they checked patient's glucose at 26 mg/dl. Patient was treated for hypoglycemia with a glucose IV. Level 1 glucose control was used on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.